Event description:
It was reported that during a video assisted left upper lobectomy procedure, on the sixth or seventh firing of device, using a white reload, the device got stuck between second and third firing stroke. The surgeon could no longer advance the device knife blade. He pushed the red button down to reverse the blade but could not get blade to completely reverse. Then another device of same code was used to staple just adjacent to where first device was stuck to allow removal of "stuck" device. The only additional amount of tissue that was taken was the amount of tissue that was in jaws of "stuck" device. The surgeon believes there was a clip in jaws of stuck device as he fired stapler in an area where he had previously placed clips for a lymph node dissection, and believes he may have fired over a clip. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. If further details are received and/or device is received and analyzed, a supplemental report will be sent.